Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) & medical device serial. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) informed the customer that the station logs were no longer available, as they had already been purged from the database, and requested the customer to provide an update if the issue occurred again. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user informed, they received an error, unable to create a withdrawal transaction and pyxis would constantly sign out once user was able to withdraw the medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user informed, they received an error, unable to create a withdrawal transaction and pyxis would constantly sign out once user was able to withdraw the medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.